Manufacturer narrative:
One 6fr angio-seal vip device received for product evaluation. The locator was returned mated with hemostasis sheath. The carrier tube assembly was returned as well. No guidewire was returned. Upon visual analysis, the arteriotomy locator and hemostasis sheath were returned properly mated. It was noticed that the locator was snapped on the sheath hub and alignment of the holes was confirmed. No damage was found on either of the components. The returned carrier tube was then examined, and the deployment sleeve of the carrier tube was in full forward lock position with color bands concealed. Bypass tube was properly positioned over the anchor. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. Functional testing was performed by inserting the sheath/locator assembly into a 6fr vessel model. The sheath/locator assembly was inserted into a 6f vessel model and anomalies or resistance was noted. Based on the findings of the evaluation, the complaint could not be confirmed for insertion difficulties into the artery as the functional deployment of the assembly in the vessel model didn't reveal any anomalies. There were no visual and functional anomalies noted with the arteriotomy locator or hemostasis sheath. The locator and sheath were dimensionally tested, and no dimensional inconsistencies were noted. Based on the available information, the cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. Initial reporter occupation: prof. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was unable to push down the insertion sheath with the arteriotomy locator into the artery. The doctor finished with manual compression. The patient reported to be in stable condition. The procedure outcome proceeds with manual compression. There was no patient injury, medical/surgical intervention required. Additional information received 20october2021: the procedure was a percutaneous transluminal angioplasty (ptca) using a 6fr sheath. Confirmation was received that the angio-seal was having trouble being inserted into the patient. A pre-deployment angiogram was performed. There wasn't any noticeable damage to the device prior to using.